Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively explanted due to the prizm 2 recall. During the same procedure, this implantable transvenous defibrillation lead was capped due to pacing impedance measurements of over 2000 ohms.